Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/8/2023, it was reported by a sales representative that an ar-9676 angled reamer drive shaft and an unknown product had an issue. During an outer reaming procedure, metal fused and broke. It mated with a different part, and both part numbers were reported for replacement. The broken piece was retrieved from the patient with no adverse event or patient harm. This occurred during use with no patient harm. Additional information has been provided that this occurred during an mgs augmented procedure. The inner sleeve with an unknown product part number fused with the outer sleeve/drive shaft, and a shard broke off, but it could not be confirmed from which product part. The fragment was removed from the patient. Another different unknown tool was used to complete the procedure successfully. There was a case delay of over 15 minutes, but it was unknown if additional anesthesia was administered to the patient. The bone quality of the patient was not provided.